Manufacturer narrative:
(B)(4).

Event description:
The pt reported that their right side stimulator is not working and that they are experiencing a return of symptoms. Additional info from the hcp indicated that the device was 'dead' and no parameters could be obtained; the device was replaced (B)(6) 2010. The pt was reported as doing well.